Manufacturer narrative:
The patient's serial number and date of implant was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a post-operative increase in white blood cells. On (B)(6) 2022 the value was 22.4 thou/ul. On (B)(6) 2022 at 00:15 the value was 22.8 thou/ul and at 14:12 the value was at 21.4 thou/ul. Standard of care pre and post operative antibiotics were given. The chest x-ray was clear and no cultures were drawn. Only standard of care intensive care unit (ICU) monitoring was done. The patient continued to have high white blood cell count so blood cultures were drawn. There was no growth yet so no new antibiotics were added. White blood cell count started improving and trending down. The patient had lactate acidosis with a critical lab value of lactate (6.7 mmol/l) on (B)(6) 2022 and then it downtrended with standard critical care intervention including IV fluids and post-operation antibiotics. It resolved without sequelae on (B)(6) 2022. The patient had post-operate thoracic pain from thoracotomy incisions and surgery/sutures on (B)(6) 2022. Abdominal wall and chest wall nerve blocks were administered. The patient also received different pain medications. The patient was tachycardic into the 140s/150s post-operation. An electrocardiogram (EKG) was done and monitoring was continued. The patient was hypertensive with maps into 110 when out of bed. Anti-hypertension medications were started on (B)(6) 2022. On (B)(6) 2022 the patient had abdominal distention, cecum distended, ileus and low bowel sounds. The patient did have bowel movement. The patient was on bowel medications. The patient had abdominal x-ray and computed tomography scan. It was reported that on (B)(6) 2022 the patient was in ventricular tachycardia in the 200s. This occurred while the patient was getting back into bed from walking in the room. The patient had appropriate mentation, map of 83, and the heartmate 3 had no alarms or decreased flows. Pads were applied to the patient's chest just in case. The patient received amiodarone bolus of 150 mg and was converted back to sinus tachycardia in the 130s after the second bolus the amiodarone drip was initiated. No alarms were noted in the history log. The plan was to continue to monitor and continue amiodarone drip. This was a first time occurrence and the patient did not have an ICD. The patient felt okay. Dyspneic and lower extremity edema. On (B)(6) 2022 the right forearm where the IV was infusing amiodarone started to infiltrate. The arm became swollen, ecchymotic with purpura. It was tender to the touch. The arm was elevated and dry heat was applied to the area. A dry compress was recommended for 4 times a day for 15-20 minutes over 48 to 72 hours. On (B)(6) 2022 there was no more vt noted and the patient was still on amiodarone. The tachycardia resolved without sequelae on (B)(6) 2022. The thoracic pain resolved without sequelae on (B)(6) 2022. On (B)(6) 2022 a chest x-ray was completed and showed small bilateral pleural effusions and lower lobe atelectasis. On (B)(6) 2022 the patient had increased shortness of breath. The computed tomography showed the pleural effusions, but they were not large enough to tap. The IV extravasation markedly improved on (B)(6) 2022. There was an increase in white blood cell count on (B)(6) 2022, but no signs and symptoms of infection. There were no blood cultures or antibiotics. The patient was started on carvedilol upon discharge and heartrate was within normal range. The tachycardia resolved without sequelae on (B)(6) 2022. The abdominal ileus was resolved on (B)(6) 2022.

Event description:
Patient had experienced runs of ventricular tachycardia on (B)(6) 2022 prior to left ventricular assist device (lvad) implant.

Manufacturer narrative:
Section a- date of birth: patient privacy laws prohibit the release of private patient information and the patient's date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket), cardiac arrhythmia, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.